Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that they were overdischarged. An attempt was going to be made to recover the device and the issue was ongoing. Additional information from the rep indicated that the cause of the overdischarge was that the patient forgot to charge the ins. They stated that the issue remains, patient's device has overdischarged multiple times therefore leading it to be in eos (end of service). Patient is interested in getting a replacement as soon as he recovers from a different surgery this spring.